Event description:
Patient and healthcare professional reported, right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and delamination: observed partial delamination assessed as adhesive failure. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient and healthcare professional reported right side deflation. Healthcare professional later reported "leak partial valve delamination." The device has been explanted.

Event description:
Healthcare professional later reported "leak partial valve delamination." The device has been explanted.